Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The patient presented to the hospital with an alert for possible output circuit damage on the ICD. The lead was checked and impedance measurement was in range. The ICD was explanted and replaced. When the lead was connected to the new device and the patient was induced, charge was aborted. The hv lead impedances went to zero. The lead was examined and blackened residue was observed inside the lead. The was explanted.

Manufacturer narrative:
Analysis of the lead revealed an inside-out abrasion on the rv cable lumen close to the proximal end of the svc coil, allowing the rv cable conductors to come into close proximity to the svc coil. When a high voltage therapy pulse was delivered, an insulation breakdown occurred, resulting in melting and interruption of one of the rv cable conductors.

Event description:
It was reported that probes were part of bad stock.